Manufacturer narrative:
Section h11 in the initial MDR indicated: the device was evaluated by a stryker field service representative (fsr). The fsr duplicated the reported issue. One of the batteries in the event was past its recommended use. The old battery was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Section h11 of the initial MDR should have indicated: the device was evaluated by a stryker field service representative (fsr). The issue could not be verified or duplicated. The fsr noticed one of the batteries in the event was past its recommended use., and was replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Section h6 results, conclusion and clinical signs code has been corrected.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
The device was evaluated by a stryker field service representative (fsr). The fsr duplicated the reported issue. One of the batteries in the event was past its recommended use. The old battery was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.